Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pacing impedance measurement. Additional information obtained from the field representative indicated that the cause of the out of range impedance measurement was unknown. Subsequently, programming changes were done to resolve the issue. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.